Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024 , that on (B)(6) 2024 , the patient experienced a skin reaction. Date of event is an approximation. The sensor was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , it was reported that the patient experienced a skin reaction with a rash, redness, and scarring under the sensor pod area which occurred 10 days after the sensor had been inserted into the arm. The skin was prepped with a skin barrier wipe prior to sensor insertion. The patient consulted with her doctor over the phone about the skin reaction. The patient was recommended to use over the counter topical hydrocortisone cream. At the time of report, the patient reported rash and scarring is still present. No additional event or patient information is available.